Manufacturer narrative:
Currently, it is unknown to what degree the bard/davol soft mesh device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent implant of a bard/davol soft mesh for correction of cystocele and sui. Post operatively the patient had difficulty with urine retention and was discharged home with a foley catheter. Immediately following discharge the patient began having issues with retention and had her foley replaced several times after being unable to void on her own. Beginning in (B)(6) 2008 through (B)(6) 2014, the patient has a history of long standing uti's. Patient was treated with long term antibiotic suppression therapy to continuously treat the chronic infections. (B)(6) 2014 - the patient underwent explant of the bard/davol soft mesh due to mesh erosion. Per operative dictation, "the mesh was identified in a bit of a twisted band spanning beneath the mid urethra." A "functional urethrovaginal fistula" was also discovered during this procedure.